Event description:
It was reported that the patient experienced prolonged low glucose while using the ilet system, with a fingerstick reading of 54 mg/dl and a contemporaneous pump sensor value of 66 mg/dl, and the pump was not delivering insulin during the low and downward trend. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, including advising oral glucose intake until values returned to range. Investigation included review of synced device reports and confirmation of insulin suspension during the hypoglycemic period, along with verification of glucose via fingerstick to assess sensor accuracy. Investigation of this case revealed hypoglycemia with an unclear cause, with device data indicating appropriate insulin suspension during lows and a discrepancy between sensor and fingerstick readings within a known variance range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.